Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Evaluation did not confirm the pump shut off by itself. There were no occurrences of "improper shutdown" messages in the device history log. The history log shows that after a system error, the unit was powered off by a user as indicated in the log as "pump off." There is no information which suggests a reportable malfunction occurred. Manufacturer report number: 1314492-2013-000716 is related to the same event.

Event description:
It was reported that a pump shuts off by itself. It was also reported that there was no patient injury.